Manufacturer narrative:
As the device remains implanted, an investigation of the device cannot be performed. (B)(4). A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The specific cause of this complaint could not be determined. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
A study alert was received from (B)(6) database. The patient referenced in this event file is enrolled in a registry which has been designed with broad eligibility criteria to capture real-world gore® viabahn® vbx balloon expandable endoprosthesis use, in multiple pathologies and in conditions needing preservation of peripheral vessels. It was reported to gore that patient underwent endovascular treatment on january 20, 2020 for a peripheral artery aneurysm. In the splenic artery two gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device) were implanted to treat the lesion. It was stated that on (B)(6) 2020 a splenic aneurysm enlargement was detected due to migration of the stents into the splenic artery. It was decided to put new vbx-devices in place. Reportedly, on (B)(6) 2021 during reintervention a perforation of the splenic artery, caused by the amplatz guide wire, was seen at the control angiography. Therefore, it was decided to occlude the splenic artery with 3 amplatzer devices.